Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approximately 36 months ago. Aneurysm morphology is unknown. It was reported that a recent CT demonstrated that the iliac artery on the right had become ectatic measuring 21 mm in diameter and resulted in a distal type 1 endoleak. (MFR# 2953200-2010-00861) the physician elected to implant an iliac limb, however, the endoleak did not resolve. The physician elected to extend the stent graft further distally, intentionally covering the right hypogastric artery in order to address the endoleak. A talent iliac limb was implanted and the endoleak was resolved. No additional clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
(B) (4): evaluation results: endoleak; ectatic iliac artery.